Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The night before the customer was hospitalized she went to dinner and felt nauseous; her blood glucose was 140 mg/dl at the time. However, the customer woke up the next morning, drank soda, and began to vomit. Her blood glucose was in the 400 mg/dl and 500 mg/dl range. The customer was taken to the hospital via ambulance. No further details were provided, and no products were returned or replaced.